Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reproted via phoen call indicating that he was hospitalized due high and low blood glucose. Customer's blood glucose was unknown mg/dl. The customer was throwing up and couldn't keep anything down and sugars were unstable. The customer didn't want to talk to anyone but we did let hime know that we would document this incident for him.